Event description:
In article titled "osteoporotic vertebral fractures: a role for vertebroplasty or kyphoplasty?", the following was reported: cement leakage outside the vertebras was noted in 27% of cases but was consistently asymptomatic. No additional information was reported.

Manufacturer narrative:
Report source: article titled "osteoporotic vertebral fractures: a role for vertebroplasty or kyphoplasty?", by bernard cortet, patrick chastanet, jean-denis laredo. Method: device not returned; follow-up performed.